Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2014 08:08:31. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.